Manufacturer narrative:
Insulin pump received with blank display due to missing battery spring. However, corrosion was found on the battery tube. Unable to perform operating currents, self test, rewind test and displacement test due to missing spring. Insulin pump received with stripped battery cap coin slot(p), broken reservoir tube lip, missing reservoir tube o ring and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the contacts on the battery cap are damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.